Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -8.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Low vault, refractive change overtime, reading problems, blurred vision, and glare/halos was noticed. The lens was exchanged for a longer lens on (B)(6) 2017 and the problem was resolved.

Manufacturer narrative:
Method: no similar complaint type events were found within the associated lot. (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. (B)(4).